Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range pacing impedances greater than 2000 ohms on the right atrial (ra) channel. Low ra sensing amplitudes were also observed and the ra lead was reprogrammed to unipolar. This pacemaker and the ra lead remain in service. No adverse patient effects were reported.